Event description:
During reintubation it was noted that the ett cuff would not stay inflated. Tube was removed and a new tube was inserted. Shortly thereafter the pt's sats fell, the cuff was checked and found it also would not stay inflated. A third tube was used without incident.